Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis and has been evaluated. The returned device was chipped and cracked located at the top case. The right plunger was also cracked. The event history log review noted a check clutch and plunger lever? Error. The customer?s reported problem could not be verified after multiple occlusion tests. The reported event was unable to be duplicated. The device passed both functional and delivery tests. No actions were taken for the primary concern reported; however, the clutch half's left and right with leadscrew and spring were replaced. The root cause of the reported complaint is unknown.

Event description:
It was reported that the device the check clutch/plunger lever alarm during occlusion test. No patient injury reported.